Event description:
It was reported by service report that the communication cable was broken. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result - the communication cable had to be replaced.